Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procdure for an unknown reason.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2018 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: (B)(6) 2018.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.